Event description:
It was reported that they were unable to fill or aspirate the reservoir. The hcp was able to get a drop or two into the syringe today. They had attempted to refill the pump last week and had the same results as today; unable to fill or aspirate. They attempted to warm the pump a little with a heat pad and warm saline to see if they can fill. It was noted that the drug for the pump started to crystalize. It was reported that the patient experienced a change in therapy effect noted as "off and on relief from the pump". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: explanted: unknown, pouch: model# 8590-1, lot#n257986, implanted: (B)(6) 2010, explanted: unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump fluid path reservoir access issues from drug residue. The reservoir x-ray show the bellows were shown to not be collapsing evenly. After the decontamination process, and further filling and aspirating, to test the accessibility of the reservoir, this could not be duplicated, suggesting the bellows had been cleared of some precipitate, or the precipitate had migrated. The filling and aspirating of the reservoir could be done, but it took much greater pressure to put fluid in, and aspirating took much longer than normal. The precipitate found in the reservoir and the rest of the fluid path, was most likely the cause of the pump not being able to be aspirated in the field.

Event description:
Additional information was received. Medtronic employee reported patient said he felt like his pump wasn't working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient was brought back after the drug was reordered as they had noticed the medication in the syringe was highly crystalized. The drug had been kept warm and when they had first tried to pull back, about 2-3 ml was anticipated but it was not successful. A second attempt was made with a heating pad on patient's abdomen over the pump sight but failed as reported previously. "It was decided that the issue could be with medication that had been in the pump" and the complete system was replaced. Patient sustained no injury and recovered without sequel. Drugs delivered via the device were dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).